Manufacturer narrative:
It was reported that a late infection was found in the patient. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup / stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head, stem and cup, however, these complaints are from the same patient. A similar complaint from a different patient has been identified for the stem and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It was found that the root cause of the post primary open reduction internal fixation is a result of the patient¿s fall injury, however the cause of the fall is unknown. Review of the provided revision report did not provide any information which could explain the onset or root cause of the late infection, which resulted in the bmhr revision approximately 10 years after the open reduction internal fixation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a late infection with inserted htep left (bmhr prosthesis present) was found in the patient. A hip prosthesis removal, synovectomy, washout and the insertion of an interim large-head prosthesis was performed.